Event description:
Customer reported being hospitalized for high blood glucose of over 400 mg/dl. The blood glucose reading at time of the call was 270 mg/dl. Troubleshooting was performed. The basal, bolus history, and alarm history on the insulin pump were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.